Event description:
Two harmonic 45cm ace +7 laparoscopic shears failed to cut and coagulate while dissecting through tissue. Third instrument worked correctly and procedure completed without further incident.